Manufacturer narrative:
Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm micl12.6 implantable collamer lens, -10.0 diopter was torn during loading. There was no patient contact with the lens.

Manufacturer narrative:
H3. Device evaluation: the lens was returned in liquid in a vial. Visual inspection found that the haptic was torn. Claim# (B)(4).

Manufacturer narrative:
B5-additional info: the lens tore while attempting to load. It was noted to be torn upon advancing in the cartridge inserter. (B)(4).